Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt has expired. The date of pt's death and implant duration are unk, therefore, the aware date is being used as the occurence date. It is unk if the death was device related. No further details were provided. Info learned from implant pt registry.